Manufacturer narrative:
A follow up report will be filed upon receipt of the catalog number of the screw and/or completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device retained by patient.

Event description:
Patient contacted depuy synthes spine to report that she has a screw that, when explanted, was found to be broken in half. Patient reports having had a fusion on c5-7 and the screw broke a right after surgery. Reports it wasn't letting the fusion heal and she underwent a corpectomy and the screw was removed. Patent says she will provide the catalog number of the screw but does not feel comfortable returning the device.

Manufacturer narrative:
A DHR review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the skyline 14mm screw was conducted on the 14mm screw family. The stress profile during anatomical loading would be different between variable and constrained as the screws have different cross sections at the screw neck. However, because little information was provided, this analysis will encompass both variable and constrained. It was noted that there were no related complaints for post-operative breakage. Root cause: without a product sample we are unable to confirm the reported issue or identify the root cause. As there has been no observed systemic trend the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.